Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent device was returned within the catheter. The stent was removed, and the catheter was intact. Ptfe ((polytetrafluoroethylene) lining like substance was found in the atlas introducer sheath. During functional testing, a patency mandrel was advanced, and no friction was noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint it is most likely that the issue occurred due to procedural or anatomical factors during the procedure. There was ptfe lining found in the atlas introducer sheath most likely transferred when trying to advance, retract the target coil and atlas stent. Even though friction was not felt during analysis there may have been felt friction during the procedure, therefore the as reported can be confirmed. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Initially it was reported that resistance was encountered when inserting the atlas stent into the subject microcatheter hub. Analysis of the returned device found that the catheter ptfe ((polytetrafluoroethylene) inner lining was peeled off. There were no clinical consequences to the patient reported as a result of this event.